Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the reported issue. The field service engineer (fse) replaced the front bezel. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although the front bezel or navigation ring has not been returned yet, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
The bezel was returned for evaluation; however, it was scrapped upon receipt. Failure investigation is not required since previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail. Upon further investigation, the following information was received indicating that the reported issue was found outside of clinical use there was no patient was on the unit. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the device had a defective navigational ring. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The investigation is ongoing.